Event description:
According to all information received the physician was performing an endoscopic trachial bronchial biopsy. The healthcare professional confirmed the forceps would not close as expected after the first biopsy sample was successfully obtained. There was difficulty encountered when the device was attempted to be withdrawn from the scope. Further, the wire snapped and the device and scope were then removed as a unit from the patient. It was confirmed that the forceps remained attached to the catheter and there was no report of detachment within the patient. Later, upon fluoroscopic assessment, the patient was found to have a pneumothorax. This condition required placement of chest tubes and hospitalization. It is not known whether the patient was an inpatient when the bronchoscopy was performed. Information was requested on the current condition of the patient. Patient status is unknown. The physician did not state he believed there was any relationship between the device malfunction of the forceps not closing to the pneumothorax experienced by the patient. Without additional details, company is unable to determine the cause of this event at this time. Upon receipt of additional details, or if the device is released, a supplement will be forwarded at that time.